Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and revealed that the lead had dislodged. On (B)(6) 2016, the lead was repositioned successfully. All electrical values were in range.

Event description:
New information on (B)(6) 2016 noted that the lead had been explanted and replaced successfully. The patient was in stable condition.